Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-70 (B)(6) description: linear 3-6 lead 70cm

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads found them to be satisfactory.

Event description:
A report was received that during a wound check the physician discovered that the patient's lead was protruding through her scalp. The patient had no complaints and did not want to be explanted as she was receiving adequate coverage. The physician decided to cut the portion of the lead that was protruding. The second lead was left implanted. Only a couple of stitches were needed, no incisions were made. The patient was reportedly doing well following the procedure.

Event description:
A report was received that during a wound check the physician discovered that the patient's lead was protruding through her scalp. The patient had no complaints and did not want to be explanted as she was receiving adequate coverage. The physician decided to cut the portion of the lead that was protruding. The second lead was left implanted. Only a couple of stitches were needed, no incisions were made. The patient was reportedly doing well following the procedure.